Event description:
It was reported that during the permanent implant procedure on (B)(6) 2021 during the closing of the incisions, the patient coded and a crash cart was brought in. After some time, patient's pulse was regained and patient was stabilized. The incisions were closed and patient has effective therapy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.